Event description:
It was reported that the device was found to have a battery status of end-of-life battery at the last office visit in may. Technical services advised to explant. The device has been implanted approximately seven years. The device remains implanted. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device was found to have a battery status of end-of-life battery at the last office visit in may. Technical services advised to explant. The device has been implanted approximately seven years. The device remains implanted. There were no adverse patient effects.